Event description:
It was reported that the patient was experiencing a shortness of breath, especially at night. The physician believed the cause to be due worsening heart failure and less than optimal ventricular synchronization therapy. The physician reprogrammed the device to allow for better synchronization.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.